Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced infusion set bent cannula issue on (B)(6) 2026 due to which the patient faced hyperglycemia event. The event occurred three or more hours after insertion. The infusion set was in use for 5 hours. The insertion site was abdomen. The patient took assistance from the health care professional (hcp). The patient was tested positive for ketones which was serious and life threatening. The patient blood glucose level was high and got treated with correction injection via multiple daily injection (mdi). The patient replaced infusion sets and resumed insulin successfully. No further information available.